Event description:
The reporter stated that the screw broke at the shaft during implantation into the metatarsal head. The surgeon removed the screw with pliers. A 16mm was implanted instead.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.